Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps jaw automatically opened once it was inside the trocar even though it was closed. The surgeon could not control to close the jaw from the console. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that once the instrument was inserted in the entry port, the instrument jaw automatically opened once inside the trocar even though it was closed before she slid it in. The surgeon could not control the jaw from the console. They removed the instrument and replaced it with different maryland and the new maryland worked out fine without any problems with the jaw. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system showing 5 lives remaining. The instrument passed grasping, energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The complaint was confirmed based on the failure analysis.